Event description:
The customer reported that pitocin was hanging and the pump was turned off. The nurse opened the module door to removed the tubing but "the clamp did not close", resulting in unregulated flow. The pt was subsequently taken for an emergent c-section. The metalized coating was also observed to be damaged by an unk fluid. The customer reported that their devices are cleaned with sani-cloth af3 which is a product that is not a recommended cleaner. The bezel cracks can be directly attributed to the use of the sani-cloth af3 which contains chemicals that are on the alaris system cleaning product guidelines "do not use" list. The use of this product should be discontinued. The root cause of the customer's complaint of unregulated flow of pitocin was not determined. Thorough testing was performed and no issues were observed during testing.

Manufacturer narrative:
(B)(4). The customer complaint of unregulated flow of pitocin was not confirmed or replicated during testing. Proper closure of the safety clamp was tested using three new administration sets. After multiple trials with each new set the safety clamp fitment closed each time the door was opened. Unregulated flow could not be confirmed. The user should be aware that the roller clamp is the primary safety mechanism to prevent or stop flow to the pt; the safety clamp fitment is the secondary safety mechanism. During inspection of the returned device, a large portion of the lower hinge shroud was found to be missing due to various cracks. The door harness retainer was also found to cracked allowing considerable movement at the bottom of the door. The device was opened for further investigation; evidence of previous fluid ingress was found inside the bezel at the lower hinge mounting hole. The bezel was cracked and a portion was separated.